Manufacturer narrative:
The lot number is not available, therefore the manufacturing documentation could not be retrieved and reviewed, and a complaint history search of the manufacturing lots could not be performed. The devices were used in the treatment of a disease. Product compatibility is unknown. Surgical notes were not provided; it is unknown if the devices were implanted according to surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a root cause determination cannot be made.

Event description:
It is reported that pt underwent a hip revision due to unk reasons.

Manufacturer narrative:
Device was not returned for eval. Neither item or lot info is available, therefore the manufacturing documentation could not be retrieved and reviewed, and a complaint history search of the manufacturing lots could not be performed. Product compatibility is unk. Surgical notes were not provided; it is unk if the devices were implanted according to surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the info provided, a root cause determination cannot be made. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.